Manufacturer narrative:
The data logs for this event were reviewed. Based on the information, the system and handpiece performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The tip was returned and evaluated. Service was able to confirm a burn on the tip surface. The tip passed the flow, leak and thermistor tests. The tip failed visual inspection for burn on tip surface as dielectric breakdown was observed. Functional testing was unable to be performed due to the burn on the tip surface. During evaluation of the treatment tip, service found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of potential risk to patients associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Burns are known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Based on the available information, this event was most likely caused by damage to the tip. It is unknown how damage to the treatment tip occurred. All treatment tips are visually inspected during manufacturing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the manufacturing records showed final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.

Event description:
A user facility reported to the distributor that small hole was found in the thermage ctp treatment tip after a procedure. The tip was checked prior to treatment and during treatment. No issues were reported with the cpt tip. It was reported that the patient experienced many epidermal burns on the left face with the size of 2-3 mm and 1-2 mm wide the same day after a procedure on the face. The treatment included applied medical beauty mask on patient after treatment. During the return visit, the patient was treated with growth factor and instructed to pay attention to sun protection. The doctor asked the patient to apply topical cream (eudrol) and follow up on time. The current status was reported as scrabbing that had fallen off without any permanent damage. This case was deemed as not serious by the medical reviewer. The treatment tip was returned for an evaluation, to where dielectric breakdown was seen upon examination.